Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had gaps with leakage in the esophagus jejunum anastomosis, however they do not know how to determine whether or not it was due to the reported device failure since they have also changed their protocols for surgery and post anesthesia.